Event description:
A pt undergoing a cesarean section delivery elected to have spinal anesthesia. During the spinal procedure, the 25 ga pencan needle fractured at approximately half its overall length. The delivery was completed with no further complications. The decision was made to leave the fragment (4.3 cm) in the pt for later surgical extraction. X-ray and CT scans confirmed that the needle fragment was embedded in the posterior paraspinous soft tissue. The pt has been discharged and remedial surgery is pending.